Event description:
An olympus endotherapy representative reported on behalf of the customer that the single use distal cover fell off of the duodenovideoscope inside the patient at the end of the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient cleared her throat and pulled it out of her mouth. There was no unplanned diagnostic imaging to locate the device. The procedure was completed using the same set of equipment without delay, and no patient harm was reported. Related patient identifier: (B)(6).

Manufacturer narrative:
The device will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). Evidence to support user handling being the cause is as follows: as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. As a result of the labeling review, the instruction manual describes insufficient attachment as a handling factor that causes the distal cover to come off. Olympus has confirmed additional information from the customer regarding this handling, but the actual product that has fallen off has not been returned, and olympus cannot confirm the condition of its attachment to the scope, this factor can not be completely denied. Evidence to support the actual product satisfies the specifications as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. In the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. Based on the results of the investigation, it was not possible to clearly identify the root cause of the loose attachment of the distal cover. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus will continue to monitor field performance for this device.